Manufacturer narrative:
The manufacturer previously reported, 'the manufacturer received a voluntary medwatch (mw5163784) regarding field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging the dreamstation tubes stopped working properly and began blowing out cold air. The patient has alleged a terrible cough and respiratory issues. Patient mentions going to the urgent care clinic. There was no report of serious patient harm or injury. ' the product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint rending is reviewed on a periodic basis to evaluate filed quality performance, and as an input to risk management activities.

Event description:
The manufacturer received a voluntary medwatch (mw5163784) regarding field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging the dreamstation tubes stopped working properly and began blowing out cold air. The patient has alleged a terrible cough and respiratory issues. Patient mentions going to the urgent care clinic. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.